Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was reportedly an unrelated medication condition; however, as this was not confirmed, the cause is unknown. The patient was treated with unspecified antibiotics (route, dose, frequency, and duration not reported) for peritonitis. Dianeal therapies were ongoing. 21 days after admission to the hospital, the patient was discharged and has recovered from the event. No additional information is available.